Event description:
Event description guidant received information that the physician inadvertently perforated the left ventricular myocardium while attempting to implant this transvenous defibrillation lead. The physician accepts responsibility for the perforation, and has not suggested or indicated a lead malfunction. Pericardiocentesis was successfull in extracting the fluid from the pericardial sac. The patient remains in stable condition.